Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had some testing performed on his right arm on the (B)(6) of last month that involved an electrical shock. Following the testing, the "system went haywire". The patient clarified by saying, that there was a sudden change in therapy. The patient stated the reason for the testing was because his arm kept going to sleep so they shocked it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.